Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology has reached out to the physician multiple times to obtain additional information. To date, no response has been received. The cause of the complaint could potentially be a patient anatomy issue. However, due to the physician not responding to our inquiries we don't have sufficient information and therefore the root cause of the complaint is unknown.

Event description:
Intera oncology received a report from a physician about a patient's implant that was attempted on (B)(6) 2025. Upon injecting methylene blue into the bolus pathway using the special bolus needle, the physician observed a leak by the gastroduodenal artery. After multiple attempts to locate and close the leak, the physician ultimately decided to remove the pump for patient safety. The physician discarded the pump.